Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset process, ensuring the pump's correct operation. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.